Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's current blood glucose is 199 mg/dl and customer's blood glucose while hospitalized was 217 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer did not experienced any symptoms. The customer was treated high blood glucose with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer was advised to change entire infusion set and reservoir and treat as per health care professional. The insulin pump will not be returned for analysis.